Manufacturer narrative:
The ICD and the fragmented lead under complaint were returned for analysis. The ICD was status was first interrogated, and the eri device status was displayed. Forty charging procedures had been recorded. The charge from the battery was checked. The battery depletion was as expected. A visual inspection of the device showed signs of wear on the ICD housing. No other irregularities could be seen. Next, the ICD memory was checked. No irregularities were found. The therapy capabilities of the ICD were checked. The anti-bradycardia output signal was fully functional and corresponded to the values programmed. A fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified energy level was attained and the charge time was also within specifications. Power consumption was checked and was within specifications. There was no indication of an ICD malfunction. The lead was then examined. The device arrived with the df-1 connector output severed and still inserted in the ICD header. The lead was also severed 12 cm distal to the is-1 connector pin. Proximal and distal lead fragments and the separated df-1 connector were submitted for analysis. A segment about 4 cm long was missing between the proximal and distal lead fragments. Multiple cuts on the lead insulation were found during the visual inspection. Cuts could be seen at 23 cm and between 24 cm and 19 cm proximal to the lead tip on the distal lead fragment. Blood had penetrated the lead in these areas and the cable leading to the shock coil was partially pulled out of the lumen. Cuts could be seen at 2 cm, 3 cm, and 4 cm distal to the is-1 connector pin on the proximal lead fragment. These instances of damage occurred most likely intraoperatively. The ICD and lead production documents were also checked. All production steps had been correctly executed. There was no indication of a materials or a manufacturing defect. In summary, the icds eri status was as expected. Data from the device memory and the icds therapeutic functionality were analyzed extensively. The ICD proved to be fully functional during the analysis. There is no ICD defect. The lead showed multiple cuts in the insulation. There was no indication of a materials defect or a manufacturing defect.

Event description:
It was reported that the lead was replaced approx. 108 months after implantation. During the scheduled ICD replacement surgery on (B)(6), insulation damage was observed in the proximal region. The lead was explanted and replaced during a second surgery.